Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm. The customer stated they were able to clear the alarm and able to complete the rewind process. Customer performed displacement test and test was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Sw 4.11e. Retainer ring = black. Customer complained about the unit having this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement during use on event date of (B)(6) 2021. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. This alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement was present in the alarm history screen on (B)(6) 2021 at 8:22 am but not on the event date. The motor was tested outside of the device and passed. Tested with a test p-cap and the test p-cap locked in place properly. Unit received with pillowing keypad overlay, scratched/peeling keypad overlay texture and scratched case. Unit was not confirmed for pump error 130 during testing. Unit passed required testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.